Event description:
It was reported that orbit galaxy detachable coil system (640cf0615/15449817) would not detach. There were no issues reported with other galaxy coils before or after attempting to use this unit. Prior to use, the device was not damaged. The same syringe was used to complete the procedure, and before the event, four other coils were detached with the same syringe. The connection was fine between the devices, and no additional force was made. Nothing was damaged or cracked. The 6mm aneurysm was located in the (mca) middle cerebral artery. No further information was provided.

Manufacturer narrative:
It was reported that orbit galaxy detachable coil system (640cf0615/15449817) would not detached. There was no patient injury. There were no issues reported with other galaxy coils before or after attempting to use this unit. Prior to use, the device was not damaged. The same syringe was used to complete the procedure, and before the event, four other coils were detached with the same syringe. The connection was fine between the devices, and no additional force was made. Nothing was damaged or cracked. The 6mm aneurysm was located in the (mca) middle cerebral artery. No further information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found in a knotted condition; they were found outside of the introducer. The device was inspected under microscope, the support coil and gripper were found without damage while the embolic coil was found kinked/stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found kinked/stretched and the suture of it was found broken. The conditions of the embolic coil and the suture appeared to occur during the handling of the unit, given that the embolic coil was received outside of the introducer in tangled condition with the device in addition the suture appears to be elongated before it was broken. Using a lab sample syringe 635-002, the trufill dcs system was purging on the blue zone; after that the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing of the returned unit, failure of the coil to detach was not confirmed; it detached. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest a relationship to the manufacturing process. No conclusion can be made regarding the reported failure to detach the coil; there was no report of the other damages found on the device and maybe due to post procedure handling. There is no indication of a relationship to the manufacturing process. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found in knot condition and they were found outside of the introduce. The device was inspected under microscope, the support coil and gripper were found without damage while the embolic coil was found kinked/stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found kinked/stretched and the suture of it was found broken. The conditions of the embolic coil and the suture appeared to occur during the handling of the unit, given that the embolic coil was received outside of the introducer in tangled condition with the device in addition the suture appears to be elongated before it was broke. Using a lab sample syringe 635-002, the trufill dcs system was purging on the blue zone; after that the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach"was not confirmed during the functional analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these failures. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.